Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this implantable lead exhibited a loss of capture and impedance measurements >2000 ohms one day post implant. Technical services (ts) discussed possibilities for the loss of capture. An invasive procedure will be performed to evaluate the system.